Event description:
Pt's father reported that his son has been having high blood glucose readings for two days and is in the hospital due to dehydration. Blood glucose levels reported range from high (500 mg/dl) to about 227 mg/dl in approximately a 12-hour period from 8:54 pm (date not reported) to 8:19 am the next day. Hospital staff took the pt off the device to put him on insulin drip on (B)(6) 2011 and when his blood glucose returned to normal that night, they placed a new device. Since then his readings have been high again, so the hospital again removed the product.

Manufacturer narrative:
The returned product was evaluated and found to be functioning as intended. No evidence of any malfunction or defect that would have caused or contributed to the pt's high blood glucose was detected. The omnipod user's guide emphasizes frequent monitoring of blood glucose in order to detect and respond to problems promptly. It contains the following warning in regards to checking your blood glucose. "Severe dehydration and excessive water loss may cause false low results. If you believe you are suffering from severe dehydration, consult your healthcare provider immediately."